Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1.7. Pt's son reports that the pt had an episode of elevated inr in (B)(6) with bleeding/bruising. No details were provided.